Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, the pulse generator exhibited backup vvi operation. It was noted that electrocautery was used during the procedure. The device was explanted and the procedure was successfully completed.